Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Other mechanical damages found are attributable to the removal surgery. No information has been received from the field despite requested.this is an initial and final combined report.

Event description:
Potential fatigue wire breakages were noticed during the devic investigation. User was re-implanted.